Manufacturer narrative:
Superdimension has requested the device for evaluation but has not received anything to date. There were no anomalies identified during the internal review of the DHR of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the patient reporting this one day post- enb procedure though no intervention was required. If additional information is received a follow-up report will be submitted.

Event description:
Patient called hospital one day post-procedure for enb and reported a small amount of blood in his sputum during two coughing episodes. He stated it had since resolved. Per site no intervention was required. Physician did not feel this was due to the superdimension enb device.

Manufacturer narrative:
This event did not require medical intervention and does not meet the criteria for a serious injury therefore is not a reportable event.